Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the returned device, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the impactor tip cracked in half upon impaction of 38 humeral liner. There were no parts or pieces left in the patient. There was no delay in the procedure. Parts returned to head office. The patient did not experience any adverse issues due the event. Device to be returned.